Event description:
During operation in a hospital: 23:30, an operation shutdown was found by a nurse with no alarm. A resuscitation bag was used for the patient soon. 5 minutes later, the nurse started up the ltv and no abnormal condition was duplicated at all.